Event description:
The customer states that a patient's aeroset magnesium assay result of 0.8 meq/l was questioned by a nurse. The sample retested at a value of 1.9meq/l. Controls were within specifications. There is no impact to patient management reported.

Manufacturer narrative:
A field service technical executive (te) called the customer and walked the customer through the procedure of replacing a worn sample/washer syringe seal tip #1. This corrected an issue seen by the customer of erratic filling of sample cuvettes after being washed. Subsequent instrument operations and test results were acceptable. This issue is addressed in the aeroset operations manual: ln: 09d06-05 pn: 200155-101, november, 2004; section 9: service and maintenance, quarterly maintenance procedures overview: syringe seal tip (1 &2) and o-ring replacement (on sample, reagent and wash solution syringes). Customer-responsible maintenance procedure - performed 4x per year: seal tips and o-ring removal and replacement procedure; step 4: installation of o-ring and seal tips. Seal tips must be carefully installed in the exact order and orientation described. Seals can be damaged allowing bubbles an/or leaks that could interfere with accurate sample and reagent pipetting. O-ring must be carefully installed in the orientation described. O-ring can become twisted or dislodged allowing bubbles or leaks that could interfere with accurate sample or reagent pipetting. The procedure requires the syringes be primed with water prior to usage. In addition syringes must be observed for leaks and/or bubbles, that indicate loose connections, improperly assemble syringes or damaged syringe components. Troubleshooting of sample/reagent syringe bubbles/leaks is covered in section 10: troubleshooting and diagnostics. Observed problems, sample/reagent syringe leaks and sample/reagent syringes have bubbles. Controls are required to be run and recalibration may be necessary after quarterly maintenance is performed. Section 10: troubleshooting and dianostics, observed problems, erratic results, precision is poor. Probable causes: scheduled maintenance is due / bubble in syringes and tubing / tubing is crimped / reagent arm tubing has dark discoloration / fibrin, red blood cells or particulate matter in sample / sample or reagent probe partially obstructed / sample or reagent probes are leaking or dripping / water bath is dirty / damaged sample or reagent probe / cuvette segment screws are loose/ cuvettes are dirty / incorrect cartridge size configured / empty reagent cartrdges not removed / mixer malfunction / cuvette washer malfunction. Labeling conclusions: adequate labling exists to provide the customer with identification tools and most likely causes for the observed event. Customer's are provided with step-by-step instructions to correct the issue or escalate it to abbott customer support for additional assistance. The problem, probable cause and resolution are described in the operations manual. The investigation demonstrated that the aeroset analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.